Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 23n30ge561, there was no defect encountered during in process and final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer complaint advocate received the following information during a live call regarding "some patient complaints that infusions are finished earlier than it's supposed": for the second event (for this patient) the pump finished 4-6 hours early. (B)(4) is for the second event.